Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. On 17sep2025, the log file captured low voltage hazard, power cable disconnect, and no external power alarms while connected to the mpu. The alarms were due to the relative state of charge (rsoc) and bus voltages decreasing to ~0v. This series of events is consistent with a loss of ac power to the system. The alarms resolved shortly after when power is restored to the system. The backup battery supported the system without issue during this event. The provided information indicated it is unknown if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the back of the unit or the wall outlet, and if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient appeared to have been experiencing driveline power fault alarms starting on (B)(6) 2025 in 2000. It was noted that the system controller power cables appeared to be expanded, squishy, and felt as if there was either "air or goop" in the line. Log files were submitted for review and captured a no external power alarm and multiple other associated alarm types on (B)(6) 2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during the events. The log file confirmed the driveline power b fault alarms on (B)(6) 2025. Submitted x ray images appeared to capture some minor wear and tear to the system controller leads and modular cable. The system controller and modular cable were exchanged with no issues. Additional log files were submitted for review and appeared to show that the driveline fault alarms had not returned and that the data that triggered the alarms had significantly improved. It was also reported that the clinician punctured the power cable from the exchanged system controller and green goo flowed out. It was said that the exchanged equipment was disposed of.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the driveline power fault alarms resolved with a system controller and modular cable exchange. It was also noted that the patient was asymptomatic during the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.